Manufacturer narrative:
Failure analysis revealed that all buttons function properly. However, moisture damage was found on the keypad traces. No unexpected flashing screen, sticking or button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly observed. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and unresponsive keypad. Customer's stated the buttons were sticking and constantly scrolling and would not stop. Customer stated she was driving in the heat with the insulin pump on her hip. Customer's blood glucose at that time was 135 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.